Event description:
ICU personnel attended to a pt in a code situation. Defibrillation therapy was attempted and allegedly the defibrillator internally dumped the charge before the 60 second time out would normally occur. A second attempt was made with the same result. On the third attempt, therapy was successfully delivered. Resuscitation therapy was continued however the pt was not revived and the code was ended. The reporter indicated the device did not cause or contribute to the death of the pt. The statement was based on lack of pt viability due to a ventribular blow out.